Manufacturer narrative:
The device was not returned for investigation; therefore, the root cause of the reported incident could not be conclusively determined. Balloon rupture is an inherent risk of using this product. As stated in the IFU: avoid extended or excessive exposure to fluorescent light, heat, sunlight, or chemical fumes to reduce balloon degradation. Do not exceed the recommended maximum balloon liquid capacity (see specifications). Due to the increased rate of occurrence of this issue, CAPA 2026-007 was created to document and investigate the failure. The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification.

Event description:
It was reported that the pruitt shunt was identified as defective during preparation for use. Upon opening the package, saline was slowly injected into the balloon; however, the balloon burst suddenly prior to reaching full inflation. Additionally, the balloon was noted to be stiff, suggesting a potential product defect.